Event description:
Related manufacturer reference number: 1627487-2023-00503. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-00503 and 3006705815-2023-04987. Both leads were explanted and replaced to address the issue of lead migration. It was reported the patient experienced pain located at the ipg site. Surgical intervention occurred and the ipg was moved to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.